Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in the (B)(6) of peritonitis in a patient coincident with extraneal viaflex, physioneal 40 and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). It was not reported whether extraneal viaflex, physioneal 40 and nutrineal therapies were ongoing. On (B)(6) 2010, the subject experienced peritonitis. The suspect solution for the peritonitis was identified as nutrineal. On (B)(6) 2010, treatment included cefazolin(ip) and vancomycin(ip). On (B)(6) 2010, cefazolin therapy ended and on (B)(6) 2010 vancomycin(ip) therapy ended. On an unreported date, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was related to the nutrineal solution given to the patient for therapy. The(B)(4) study (B)(4) was sponsored by baxter with a protocol number of (B)(4). The subject's number was (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified.